Manufacturer narrative:
(B)(4). S/w ver unknown. Retainer = missing. Case type = ngp. Customer returned insulin pump for alleged moisture exposure, insulin flow blocked alarms, and sensor errors found. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify insulin flow blocked and sensor errors due to critical pump error (open book image) alarm. Successfully downloaded firmware (trace downloader) using crest however, the pump failed to enter the recovery mode (blue screen) preventing the download of the history, trace, and comlink3 files using thus. The pump was cut open to perform visual inspection. No damage or moisture damage was found on the vibrate harness assembly, motor, and force sensor however, moisture damage was found on the electronic assembly (pcba 1 and pcba 2). The force sensor zero offset is within specification (21.3 mv). Critical pump error (open book image) alarm and download difficulty are due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: missing retainer, scratched case, cracked select button keypad overlay, stained keypad overlay, stained serial number label, pillowing keypad overlay, and missing reservoir tube o-ring. A test p-cap does not lock into the reservoir compartment due to missing retainer and missing reservoir tube o-ring. Critical pump error (open book image) alarm and download difficulty are confirmed due to moisture damage. Insulin flow blocked alarms and sensor errors are unknown due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed frequently and experienced malfunctions in both glucose monitoring and insulin delivery. No harm requiring medical intervention was reported. The device was returned for analysis.